Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194-58 lead (B)(6) 2008; 4194-78 lead (B)(6) 2008; 3830-59 lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead hi-voltage coil was moved due to low impedance readings that were causing the device to alarm. The lead remains in use. No patient complications have been reported as a result of this event.